Manufacturer narrative:
Contact office correction: (B)(4). Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer declined philips services and the reported problem could not be duplicated by the customer; no repairs were performed and the device was placed back into service.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete. Patient information was requested and the customer did not respond.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported there was no patient harm.